Event description:
Event description guidant received information that this implantable pacemaker (ipm) had electrocardiogram markers which may be indicative of atrial lead displacement. Atrial thresholds have increased intermittently.